Manufacturer narrative:
Product event summary: analysis confirmed the customer comment, the output connectors were broken. It was additionally noted that the lower case was broken, two case screws were contaminated, the main label was damaged, both wires on the liquid crystal display (lcd) were pinched but not compromised and that the wires were routed incorrectly over the battery compartment. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that neither the atrial nor the ventricular lines were able to be clipped into the external pulse generator. The generator was returned for service. There was no patient involvement.